Event description:
Customer reported low blood glucose symptoms with a result of 2.8 mmol/l obtained on the aviva system. She self-treated with orange juice; 10 minutes later the customer received results of 4.2 mmol/l and 7.0 mmol/l on the aviva system within 10 minutes of each other. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.